Manufacturer narrative:
(B) (4).

Event description:
The pt had a loss of stimulation sensation. The pt felt stimulation the prior day before going to bed. The pt increased the stimulation but still felt nothing. There was no incident or accident that occurred. The pt was redirected to her healthcare professional. Additional info was requested.